Manufacturer narrative:
Although no adverse event was reported, there is the possibility of: skin irritation/ hypersensitivity, electric shock, thermal injury from hot or cold coolant, bruising from slip hazard, and fracture. To date there were no reports of above mentioned harms due to applicator coolant leaks. It can be concluded that the leakage of coolant from the failures identified pose low risks of discussed harms and moderate risk of fracture. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a leak, spark, and smoke with their coolsculpting control unit.

Manufacturer narrative:
RMA cause of failure, could not duplicate complaint. Passed 3 minutes eng test and passed on our final test.

Event description:
A customer reported his coolsculpting unit started leaking coolant mid treatment and sparked as well on 12/11/2021.

Manufacturer narrative:
Corrected data: d1, d3.

Event description:
A customer reported his coolsculpting unit started leaking coolant mid treatment and sparked as well on 12/11/2021.